Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue, and as a result, replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis and an investigation is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed error 32101 on universal surgical manipulator (usm) 2. The customer performed a system reboot, however, the issue persisted. The technical support engineer (tse) reviewed the system logs and confirmed the issue. The tse identified that the axes controller, motor (acm) monitoring board was reporting issues with the 48+v power supply to the motors responsible for the inner axis movements. As a result, the customer completed the procedure using three (3) usms. No harm to the patient was reported. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the reported issue resulted in a delay of approximately 10-15 minutes as troubleshooting was performed before the customer ultimately disabled usm 2 and continued as a 3-usm procedure. There was no patient injury or adverse effect during the event.